Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. This report covers 4 of 4 MDR submissions. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer reported that they received a notification "letter on 09-dec-2025 from abbott on recall for specific batches" in which 3 of their adc devices matched the lot numbers in the letter. There were no alleged adc device issues related to the 3 adc devices. Adc customer service successfully contacted the customer, and they were provided assistance with their concerns with device replacement. Based on the information provided, there was no report of serious injury associated with this event.